Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 47 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after more than 10 years in situ.

Event description:
Implant fracture.